Event description:
It was reported that the pump battery could not be charged. There was no reported impact to the customer's blood glucose level due to this reported issue. The customer continued using the pump for insulin therapy.